Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary lobectomy surgical procedure. On post-operative day one, a chylothorax was identified. A chest tube drain was inserted and remained in place for 7 days. The issue was reported as resolved. There was no report that a da vinci device malfunctioned during the procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Chylothorax is a commonly anticipated complication associated with segmentectomy and lobectomy procedures, regardless of surgical approach (i.e. Laparoscopic or robotic-assisted) that is not related to the use of a specific medical device.